Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# unknown, explanted: (B)(6) 2017, product type adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that low impedances were measured. A revision was done to investigate the problem. Troubleshooting included intraoperative testing using an external neurostimulator (ens). Intraoperative testing isolated the problem to the implantable neurostimulator (ins) and pocket adaptor. The hcp made the decision to explant the ins and pocket adaptor. After the removal, the impedance issues were resolved. The patient was alive with no injury.

Event description:
No new information was received, a manufacturer representative (rep).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was an intermittent short on the proximal end of the device between the #0 and #1 circuits. The intermittent short was verified between the crimp sleeve of the connector #0 to conductor #1 by applying pressure on the crimp sleeve of connector #0, 2.2cm from the proximal end. Known good extensions and leads were attached to the returned adaptor and ins, the ins and the distal end of the leads were placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Abnormal impedances (low) were measured on circuits #0 and #1. All other circuits and electrode pair combinations measured normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.